Event description:
It was reported that a drop in battery longevity was observed on the device. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery, longevity anomaly, and defective device were not confirmed. The device was received from the field with battery voltage above elective replacement level. Review of the device image indicates auto capture was enabled. When automatic settings are programmed, such as auto capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further pacer evaluation under various pulse amplitudes found current levels within normal range, and no indication of premature depletion noted. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.